Event description:
It was reported that the customer had high blood glucose after practice. The father stated that her daughter's glucose level was 296 mg/dl at bedtime. It was stated that bolus history showed a bolus of 5.0 units for 300 carbohydrates. Instructed the father to reviewed the bolus history screen, and found that it was a normal bolus of 5.0 units delivered. The customer blood glucose was 89 mg/dl at the time. The father claimed that the customer did not program a bolus and the customer was sleeping at the time of the delivery. Troubleshooting was performed. Ran a self and displacement test and the device passed the tests. Later, the father called back and stated that the insulin pump alarmed motor error while priming. It was stated that the customer does not feel comfortable with the device and a replacement was requested. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.